Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 03-apr-2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Fill volume: unknown. Flow rate: unknown. Procedure: saphenous placement. Cathplace: unknown. It was reported the patient had an saphenous placement of the device. The pump was attached to the patient but the red tab was not removed. The pump delivered all of the medication in the pump overnight. The patient was not injured.